Event description:
The reporter indicated that the alleged meter issue started in 2009, at 11:00 am. About 15-20 minutes after the alleged issue began, the reporter claimed that the patient developed symptoms of shakiness. The patient administered self-treatment between 11:30-12:00 pm that same morning by eating food and/or drinking a beverage. The patient's blood glucose was not tested on another device during the time of concern. The alleged meter issue was resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.